Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. On (B)(6) 2025, it was reported that the patient experienced an issue with the receiver display which caused the patient to be unable to start a new sensor session. The patient report that the day of the event, when they wanted to start a new sensor session, but we unable to do this as the screen to start the new sensor session, was not displayed. An unknown amount of time after, but on the same day, the patient experienced feeling sick, nauseous and was not herself. The patient went to the hospital and when a fingerstick was taken the blood glucose reading was around 500 mg/dl. No medication was given to the patient, and the patient was sent home at 10-11pm. The patient was feeling still unwell when she arrived home, and was confused. The patient went back to the hospital at 12:57am. When a fingerstick was taken again this time the blood glucose reading was 647 mg/dl. The patient was treated with intravenous insulin and fluids (10 units of admelog, another 10 units of lispro twice, and 1000 ml of lactated ringer). After treatment, at 2:40pm, the blood glucose reading dropped to 380 mg/dl. The patient was discharged after this and spent around 13 hours at the hospital. At the time of the report the patient was still not feeling well but it was understood that the patient was stable. No other details were documented. The root cause for the customer¿s experience is undetermined. The performance data was reviewed for the time period of interest. The data indicates that the sensor session started at 7:19 am on (B)(6) 2025. The session lasted 10 days 1 ½ hours and ended when the sensor failed with an algorithm detected failure on (B)(6) 2025. There were no bg meter calibrations performed during the entire session. From the information reported by the user it is unclear as to the exact failure that is being alleged. On the date of the alleged event (9/30) the user received numerous high glucose alerts at 100% audio volume followed by urgent low alerts, also at 100% audio volume. None of these alerts were acknowledged by the user. The data also contained intermittent brief sensor issues with the sensor eventually failing with an algorithm detected failure. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. On (B)(6) 2025, it was reported that the patient experienced an issue with the receiver display which caused the patient to be unable to start a new sensor session. The patient report that the day of the event, when they wanted to start a new sensor session, but we unable to do this as the screen to start the new sensor session, was not displayed. An unknown amount of time after, but on the same day, the patient experienced feeling sick, nauseous and was not herself. The patient went to the hospital and when a fingerstick was taken the blood glucose reading was around 500 mg/dl. No medication was given to the patient, and the patient was sent home at 10-11pm. The patient was feeling still unwell when she arrived home and was confused. The patient went back to the hospital at 12:57am. When a fingerstick was taken again this time the blood glucose reading was 647 mg/dl. The patient was treated with intravenous insulin and fluids (10 units of admelog, another 10 units of lispro twice, and 1000 ml of lactated ringer). After treatment, at 2:40pm, the blood glucose reading dropped to 380 mg/dl. The patient was discharged after this and spent around 13 hours at the hospital. At the time of the report the patient was still not feeling well but it was understood that the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.